Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began early (B)(6) at approximately 5:35am (date not provided). The patient stated that he obtained readings of "130, 92 and 178 mg/dl" using the subject meter, all readings taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with fixed-dose insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient stated that no symptoms developed. The patient stated that he received advice from his doctor to dispose of the subject meter and to instead use another meter. The patient denied testing his blood glucose using another device. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution to perform a walk-through test, the test strips were not identified as counterfeit/suspect, the patient was using an approved sample site, the patient was using the correct testing technique and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The patient did not develop any symptoms and there was no treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.